Event description:
It was reported that balloon rupture occurred. The 98% stenosed target lesion was located in the non-calcified left common iliac vein. After a 0.035 inch non-boston scientific guidewire crossed the lesion, an 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during initial inflation at 1 atmosphere (atm) for 3 minutes, the balloon ruptured. The device was removed and another 18-6/5.8/75 xxl esophageal balloon catheter was selected for use; however, it also ruptured during initial inflation at 4 atm for 2 minutes. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was doing well.